Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system device was used during a mid-urethral sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon placement of the first side, the trocar tip was noticed to be bent. Reportedly, it happened inside the patient. The procedure was completed with another solyx single incision sling system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.